Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The user attempted to advance the stent over a wire guide (olympus / visiglide 0.025 inch) but failed because the pigtail got kinked.(B)(4). He placed another zebd-7-7(lot unknown) using the same wire guide instead to complete the procedure.(B)(4). Note: this file will capture the user error of the incorrect size wireguide used with the replacement device. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-7 of lot unknown was implanted in the patient. This complaint captures the user error of an incorrect sized wireguide used with the replacement device. This is related to (B)(4) (report reference number - report reference number) which captures the stent kinked of the original device. (Rpn: zebd-7-7) document review including IFU review: prior to distribution all zebd-7-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records could not be completed as the lot number of the replacement device is unknown. The japanese packaging insert (c-eso202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. It should be noted according to the instructions for use (ifu0045-7) that the following is stated; "select the cook stent introducer system (if not included) in the appropriate french size." There is evidence to suggest the user did not follow the IFU. (Ifu0045-7) root cause review: a definitive root cause could be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wireguide was used to place the stent. Summary: complaint is based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.